Event description:
Alleged cognitive impairment as a result of brain bleed during childbirth. Malpractice attorney stated that "case does not involve any issues with the product." Hospital stated that the device was not considered an issue and a medwatch form was not filed for the event.

Manufacturer narrative:
Utmd is filing this report after being contacted on 06/15/2007 by malpractice attorney for plaintiff, seeking vad IFU and product samples for demonstration purposes, in a lawsuit alleging cognitive impairment as a result of a brain bleed during childbirth. Sales history shows that two reusable cmi hand pumps were sold to the hospital in february of 1998. There is no record of any vacuum cup sales to the hospital. Neither the law firm nor the hospital could determine what cup by what manufacturer was used. The vacuum pump functioned as intended. No complaints regarding vad devices, from this hospital, have ever been received by utmd, according to its records. The hospital did not file a medwatch form for this event. Whether the subject brain bleed should be considered on adverse event is unknown to utmd and the subject of the current litigation. Although the regulation states that a manufacturer "need not report an event for which it has 'information that would lead a person who is qualified to make a medical judgement reasonably to conclude that a device did not cause or contribute to a death or serious injury,'" the use of the unknown cup may have been a factor in the alleged impairment. Utmd does not believe this should be a reportable event, but is doing so to provide full disclosure for FDA surveillance purposes. The products were not returned for eval.